Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Patient reports left side rupture, "left ganglia with probable silicone impregnation", and "extremely anguished at the need for a new surgery". The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: a.2., d.4., g.1., h.4., h.6.

Event description:
Patient reports left side rupture, "left ganglia with probable silicone impregnation", and "extremely anguished at the need for a new surgery". The device remains implanted.

Event description:
The device was explanted.

Event description:
Patient reports left side rupture, "left ganglia with probable silicone impregnation", and "extremely anguished at the need for a new surgery". The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reports left side rupture, "left ganglia with probable silicone impregnation", and "extremely anguished at the need for a new surgery". The device remains implanted.